Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the er320 misfired as every other clip fired out. Another er320 was used to complete the case. There was no consequence to the pt.